Event description:
An infusion pump malfunctioned when insulin was infusing. Machine stated: pump malfunction. The insulin IV tubing was ejected from pump. The pump was turned off, restarted, and reset. The malfunction occurred again within an hour.